Manufacturer narrative:
(B)(4). The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an out of range shock impedance measurement, and was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. Upon receipt at our post market quality assurance laboratory, the lead was returned severed approximately 220 mm from the terminal end; only the proximal segment was returned. Testing was completed to assess lead electrical performance, and measurements were within normal limits. Visual inspection showed no conductor fractures. Laboratory analysis of the returned lead segment did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an out of range shock impedance measurement, and was subsequently explanted. No additional adverse patient effects were reported. Additional information was received which reported that during a normal device replacement procedure, when this lead was connected to the new device, shock impedance measurements of up to greater than 200 ohms were observed. Defibrillation threshold (dft) testing was performed, which resulted in shock impedance measurements of greater than 125 ohms, as well as a device code 1005, indicating an open circuit condition was detected during shock delivery. An attempt was made to explant the lead; however, the helix would not retract. Therefore, the lead was surgically cut, partially abandoned, and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an out of range shock impedance measurement, and was subsequently explanted. No additional adverse patient effects were reported. Additional information was received which reported that during a normal device replacement procedure, when this lead was connected to the new device, shock impedance measurements of up to greater than 200 ohms were observed. Defibrillation threshold (dft) testing was performed, which resulted in shock impedance measurements of greater than 125 ohms, as well as a device code 1005, indicating an open circuit condition was detected during shock delivery. An attempt was made to explant the lead; however, the helix would not retract. Therefore, the lead was surgically cut, partially abandoned, and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. The lead has been returned for analysis. This report will be updated upon completion of analysis. Correction to: bsc aware date.